Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, keyboard was not working, and some keys had become loose. The customer reported that the issue occurred when dispensing medications to the patient that caused a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that keyboard not worked. The field service engineer replaced the keyboard. The customer tested it successfully as the case resumed with back-to-back usage. The system functioned as intended after the field service engineer resolved the issue.